Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The report to technical services noted the patient was admitted to the hospital after a syncopal episodes and complained of loss of hearing. Documented strip of heart rate was 25 bpm, and there was loss of capture. There was no out of range impedances seen. Technical services advised most likely both device and lead to be replaced, and as such, the physician excised and replaced both the pacemaker and the lead. No patient complications have been reported as a result of this event.